Event description:
It was reported that the device was used during a colon resection. The device was working, but part way through the procedure the activation button broke off. Unknown how the case was completed. There was no adverse consequence to the patient. One device is being returned. Per the surgeon the jaws of the device was stuck closed. They had to use a harmonic to dissect around the mesentery to get the device off the tissue.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received with the energy button detached and returned with the instrument. No issues were noted with opening and closing of the jaws. The button was reattached to the instrument and passed all testing with the gen11. Our manufacturing process verifies the presence and functionality of the instrument prior to shipping. No conclusion could be reached as to how the button detached from the instrument.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? When the device was cut off the tissue, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired